Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was positive for methicillin-resistant staphylococcus aureus (mrsa) infection.

Event description:
It was reported that the patient was positive for methicillin-resistant staphylococcus aureus (mrsa) infection. No further information could be obtained despite good faith efforts. Additional information was received that the patient underwent a system explant procedure.

Manufacturer narrative:
Sc-1432(sn (B)(6)). The returned ipg was analyzed, passed visual inspection. When linked to a known good remote control it gave stimulator error message at first, then displayed the end of service message. The memory was unable to be downloaded and kept giving an error message each time it was attempted to be connected to with the yack tool. It was cut open and the device exhibited high sleep current (277ua). Electrical testing revealed a low vh resistance measurement (8.3kilo ohms), which indicates an electrical short within the application-specific integrated circuit (asic). The damaged asic likely contributed to the issues linking issues with the yack tool. This type of damage is typically caused when the ipg is exposed to high voltage transients, high current sources, and high radio frequency (rf) energy. Exposure to electrocautery can cause this type of damage. With all the available information, boston scientific concludes that the allegation of end of service (eos) message received, and patient infection" was confirmed. The cause of the eos message is unable to be determined to be within the expected lifetime and this investigation will be assigned a probable cause of cause not established. The allegation of infection, staphylococcus aureus are a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Therefore, these allegations are assigned a probable cause of known inherent risk of device.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch:7079875/7072068.

Event description:
It was reported that the patient was positive for methicillin-resistant staphylococcus aureus (mrsa) infection. No further information could be obtained despite good faith efforts. Additional information was received that the patient underwent a system explant procedure